Manufacturer narrative:
Follow-up # 1 ¿ (05/08/2014). The patient¿s meter has been returned on 4/23/2014 and evaluated by lifescan product analysis on 4/28/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. A DHR (device history record) was completed on 04/23/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving error message. This complaint is classified according to the documentation of the customer care advocate. The patient reportedly manages her diabetes with oral medication. The error message began on the day of the call to lfs. At 12:30 pm, the patient took more food/drink to manage his diabetes. The patient subsequently develop symptom of blurred vision 10.5 hours after the issue began. There was no report of any required hcp treatment. The error message was resolved with training. This complaint is being reported because the patient developed symptoms suggestive of acute complication after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.